Manufacturer narrative:
Reason for reoperation: "accumulation of foreign and adulterated silicone particles in their body".

Event description:
Patient representative additionally reported ¿accumulation of foreign and adulterated silicone particles in their body¿, ¿increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, past and future medical expenses, and suffering from anticipated explantation¿, ¿resulting inflammation¿, ¿physical pain from anticipated explantation¿, and not device related events of ¿cellular damage, and subcellular damage.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side implant exchange, due to concerns with the product. And rupture. Device remains implanted.